Event description:
When the catheter was connected to the cable, there was no image displayed on the monitor. The catheter was removed, and a second catheter was inserted. There was an image display, and the procedure completed successfully. No injury to the patient. We have had numerous issues w this product. Manufacturer response for diagnostic ultrasound catheter 8f, soundstar eco (per site reporter): risk has received no information from the mfg.